Event description:
It was reported that "housing damage (new cartridges dont seat properly)". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.